Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1329 mg/dl at the time of incident. The customer's blood glucose was 123 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and with the insulin pump. The insulin pump will be returned for analysis.